Manufacturer narrative:
Product complaint #(B)(6) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history lot part # 319.006, synthes lot # h363282, supplier lot # h363282, release to warehouse date: 20 nov 2017, supplier: avalign technologies-nemcomed. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary: background: it was reported that on an unknown date, the star-drive screwdriver t15 head stripped, star-drive screwdriver shaft t8 head stripped, star-drive screwdriver shaft self-retaining head stripped, ratcheting handle with quick coupling does not work , depth gauge broke, 2.7mm drill guide was bent, 3.5mm drill guide was bent, depth gauge was bent on the tip, inserter-extractor is bent, depth gauge broke off. There was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. This complaint involves fourteen (14) devices. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: h363282) was received at us cq. Upon visual inspection, it was observed that the needle component had broken from the center shaft of the device. The broken needle was not returned. No other issues were identified. Device failure/defect was identified dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage and device geometry. Document/specification review: the drawing(s) were reviewed: no design issues or discrepancies were identified. Complaint was confirmed investigation conclusion: the complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: h363282), as the needle component had broken from the center shaft of the device. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use and/or the missing components of the device were displaced when taken apart for sterilization. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver t15 head stripped, stardrive screwdriver shaft t8 head stripped, stardrive screwdriver shaft self-retaining head stripped, ratcheting handle with quick coupling did not work, depth gauge broke, 2.7mm drill guide was bent, 3.5mm drill guide was bent, depth gauge was bent on the tip, inserter-extractor is bent, depth gauge broke off. There was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 4 of 8 for (B)(4).